Manufacturer narrative:
The lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's left eye on (B)(6) 2018. During a postop visit, the patient complained that her symptoms significantly interfere with her ability to perform daily activities. She is very bothered by halos and starbursts off lights. Her symptoms have lasted longer than 3 months and are debilitating. There was no patient complication, related injury, and her visual acuity is 20/20 in both eyes. There are no plans for intervention. Her status was reported as permanent impairment. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information: this report pertains to zlb00 19.0 (os) sn: (B)(4). Information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis 1 multifocal. Model number: zlb00. Serial number: (B)(4). Catalog#: zlb00u0190. Expiration date: 7/8/2021. UDI number: (B)(4). Device manufacture date: 7/8/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zlb00), it was realized that this report was submitted under the groningen, netherlands site. The correct manufacturing site is kulim, malaysia the following section has been updated accordingly: manufacturing site: amo kulim lot h.s (d) 70252, pt 2489 jalan hi tech 11, industrial zone phase 3, kulim hi tech park, 09000 malaysia. Manufacturer report number should have been 3011852734-2018-xxxxx. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.